Manufacturer narrative:
This event was previously reported by edwards lifesciences under manufacturer report # 2015691-2021-06281. Additional information obtained from the engineers indicates there was no liner tear of the esheath returned for evaluation. Since there was no loss of integrity, the risk of the bent valve frame strut causing injury is remote and no longer reportable. Based on these results, this complaint is no longer considered to be a reportable event and a corrected report is being submitted.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, while advancing the commander delivery system with crimped 20mm sapien 3 ultra through the 14f esheath, the valve got stuck near the distal end of the sheath shaft and could not be moved further. All the devices were removed and new devices were prepared. No vessel damages occurred. A new 20mm sapien 3 ultra valve was successfully implanted with good result and no harm to the patient. Upon system removal, it was observed that the sheath was kinked at the distal end of the sheath. During pre-decontamination of the returned devices the valve from struts were observed to be bent.

Manufacturer narrative:
The valve was returned for evaluation. During visual inspection, one strut was bent outward at the inflow. All struts exposed through skirt, it was normal after crimped and use. The valve was expanded, the bent strut corrected. All struts remained exposed through the skirt, normal after crimped and used. Leaflets were wrinkled and dehydrated due to storage condition during the return handling process. The frame was distorted and canted. No functional or dimensional testing were performed due to the device return condition. A DHR review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to valve frame damage. Difficulty advancing the commander delivery system with sapien 3 ultra crimped valve through the esheath resulting in frame damage has previously been documented in a product risk assessment (pra). Manufacturing mitigations/controls relevant to the issue (e.g., visual and dimensional inspection to the frames, mechanical testing to the tensile specimens) are captured in the pra. Content was reviewed and these mitigations remain applicable to the manufacturing of this work order. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The IFU/training mitigations/controls relevant to the reported issue (difficulty advancing the commander delivery system with s3u crimped valve through the esheath resulting in a high push force and frame damage) is captured in the previously mentioned pra. Edwards has provided guidelines and instructions to physicians on how to properly handle, prepare, and use the thv and system in the IFU and training materials. The users are instructed on how to screen patients to ensure adequate vessel access and to reduce vascular complications. In addition, a step-by-step instruction on how to insert and advance a delivery system through the sheath including mitigation steps and best practices to address high push force are provided. The users are instructed to correctly orient and lock the delivery system in default position before insertion and for the loader to be fully advanced into the sheath. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion, and in expectation of high friction, use short movements and push delivery system closer to sheath hub. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve and sheath are damaged or valve is still stuck, remove valve and sheath together as a single unit and replace, and do not over-manipulate the sheath at any time. In case of vascular injury, vascular complication management instructions are included for resolution. Based on the review, no IFU or training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. A product risk assessment (pra) was previously initiated to investigate and assess the risks associated with valve frame damage. To address the issue, a corrective action preventative action (CAPA) was initiated to drive corrective and preventative actions. In this case, the valve was manufactured after the corrective action; however, the corrective action is intended to reduce, but not eliminate the complaint occurrence, and the CAPA has demonstrated a reduction of complaint rate. The valve frame damage was confirmed. No potential manufacturing non-conformance were identified. Review of the DHR, lot history, and complaint history review did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. As reported, '20mm sapien 3 ultra case by transfemoral approach in aortic position. Access vessel was moderately calcified. The valve got stuck near distal end of the sheath shaft and could not be moved any further'. Additionally, it was noted from pre-deco evaluation that there was a bent strut at inflow. Per training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification', 'if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system', and 'do not over-manipulate the sheath at any time the presence of calcification can create a challenging pathway during delivery system advance through the sheath, and it could lead to resistance and high push force. So, if excessive force was applied to overcome resistance, it could result in the valve strut interacted with the sheath and damage the frame strut.' These patient factors, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of the thv getting caught on the sheath, leading to frame damaged. The CAPA has identified potential areas for s3u design/process improvement to mitigate against the failure. As such, available information suggests that patient factors (calcification) and /or procedural factors (excessive manipulation) may have contributed to the complaint event.